Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a burned inside. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction serial no. (B)(4) is the correct serial number. Correction: this report is a duplicate of manufacturer report number 1314492-2019-04347. All information can be found under that manufacturer report number 1314492-2019-04347. Should additional relevant information become available, a supplemental report will be submitted.